Event description:
On (B)(6) 2019, the user who lives in australia contacted dario to report high blood glucose readings. He indicated that prior to contacting dario, he had a hypoglycemic event and was in the hospital for three days. While in the hospital the user reported he had his blood glucose (bg) levels checked every two hours and had compared the hospital's results with his dario meter. The user reported that he was getting high blood glucose (bg) levels with differences of up to 4 mmol/l when comparing to the other glucose meters. The user replied to the troubleshooting email he had received from dario's customer support team and had mentioned he tested his bg levels with a new cartridge of strips and reported bg level readings are in range. Dario's representative followed up with the user, and the user refused to continue troubleshooting. The user did not mention he was hospitalized due to his bg readings taken with the dario meter, and did not mention he was hospitalized due to wrong treatment decisions. Therefore, issue resolved with new strips. No device problem detected.

Event description:
Correction: the date reported in the event of the original was wrong: it was written as july 23rd, instead of october 11th. In the date of event of the original report submitted the "date of event" was written correctly.